Event description:
Pt placed in mayfield 3-point fixation to stabilize head and neck. The screw malfunctioned and the pt's head slid in the clamp and the skull was lacerated. The laceration was 4 inches long, above the right ear. This resulted in excessive bleeding. No post operation complications resulted from the laceration.